Event description:
It was reported that the keypad on a pump was not working.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #x key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #1 key will occur following the selected key's function (e.g. When the #2 key is pressed "21" will be displayed. When in alphabetic mode and the "def" key is selected, "da" will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.